Event description:
It was reported that approximately 18 months post implant of a bifurcated device, limb extension and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with abdominal, back and right flank pain. The hospital performed a computed tomography scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by attempting to implant another bifurcated device and two limb extensions. During the procedure, the bifurcated device would not seat down and the devices were explanted. The patient was reported to be in critical condition post procedure. It was reported the patient expired on (B)(6) 2015.

Manufacturer narrative:
Based upon the clinical evaluation, the presence of a type iiib and a non-device related type ii endoleak were confirmed. Analysis of the returned devices confirmed the difficulty reported related to the contralateral limb wire, which was found caught inside the returned explanted devices. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.